Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, component migration and aneurysm rupture.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021, an emergent intervention was performed due to aneurysm rupture. It was reportedly observed that the trunk-ipsilateral leg component had migrated into the aneurysm sac. Reportedly the patient's proximal aortic neck had a reverse taper which was suspected may have contributed to the device migration. Four gore® excluder® aaa aortic extender components were implanted proximally. There were no further reported issues. The patient tolerated the procedure.